Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge when plugged into the wall charger. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was able to charge when a different usb cable was used. Customer declined to receive a replacement cable.